Event description:
During a renal stenting procedure, the stent moved forward during delivery. During exchange of wires following the stent placement, an avm occurred. An embolization was performed. Pt status is listed as "ok".